Manufacturer narrative:
(B)(4)

Event description:
It was reported that intermittent ventricular undersensing was observed. Subsequently, the device was explanted. There were no patient symptoms reported after the event.